Manufacturer narrative:
For this device: maquet does not provide service and a service report will be up to customers service contractor. It has been confirmed by the field safety technician that the issue was resolved and the unit is back into use. Thus the failure cannot be confirmed. From the similar complaint most possible root cause could be determined as: communication problems due to the soldered connection. Not or wrong connected plug of the tacho board at the motor control board. Faulty evaluation of the tachometer signal of the pump. No further information could be gathered regarding the serial no. And functionality of the device. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during use the device had a "head" error on the pump module of hl20. No known consequences to the patient. (B)(4).